Event description:
New information received notes that the ra lead was nicked during patient's open heart procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to impedance issue. Patient was device dependent.

Event description:
New information received notes that the patient was in ICU due to an open heart surgery and there was no allegation of malfunction on the device. The patient was discharged.

Event description:
New information received notes that the atrial lead impedance was high and out of range. The high out of range atrial lead impedance appeared to be chronic as it triggered a patient notifier on the (B)(6) 2016. Lead was tested in clinic on (B)(6) 2018 and pacing lead impedance was out of range. Patient arrived to the cath lab from the ICU and was unable to communicate due to being on a ventilator. The cause of patient condition and reason for being in ICU is unknown.